Event description:
It was reported that during a thyroid procedure, bleeding was experienced. They believed the device would stop activating when a vessel was sealed and the device didn't stop activating on its own. The case was still ongoing at the conclusion of the call. No additional details were known.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Additional information: used harmonic and surgeon pushed device min button. Pulsing sound continued after tissue separation and bleed still occurred. Never released jaws; not coagulating well.